Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse found same error as customer statement. Fse diagnosed that safety disk was not functioning properly, hence changed from customer purchased stock. Fse performed all functional tests successfully and handed unit over in good condition.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b3, b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit has a low vacuum. There was no patient involved.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has a low vacuum.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a